Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine plus ver.2 assay result from one patient sample tested on the cobas 6000 c (501) module. The patient's first sample result was 0.75 mg/dl the patient's second sample initial result was 2.03 mg/dl. The doctor questioned this result, prompting the rerun. The patient's second sample repeat result was 0.75 mg/dl. This result was deemed correct.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. Prior to the service arrival, the customer found that the spring holder on the rinse mechanism was loose and corrected it. The field service engineer replaced the reaction cells, the sample mechanism, the mixers, the syringe valves, and the reagent and sample probes. He then repaired the aspiration tube at the rinse mechanism head. Blank cell and precision studies were performed, and they were within specifications. The service actions of replacing the reaction cells resolved the issue. No further issues were reported after the service visit.